Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On 01/17/2022 customer called in with the following concern: customer noticed a crack in the pump and a battery fail. Customer advice insulin pump went through conveyor belt in air port. Pump error 82 was also recorded. P-cap locked in place properly during testing. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active and sleep measurement current and occlusion test. No pump error 82 and no failed batt alarm noted during testing. Device was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 82 alarm was found on 01/15/2021 at 14:35:40 hour. Proceed it by cutting unit open and perform a visual inspection of all connectors and electronic assemblies. Per visual inspection of electronic assemblies, no moisture damage noted on electronic assemblies or motor. Device functioning properly. Device may have had an intermittent failure not detected during our testing. Device received with cracked case(battery tube) and cracked battery tube threads. In conclusion, no pump error 82 alarm noted during testing. Device was tested successfully. Cosmetic damage was confirm during visual inspection when cracked case(battery tube) and cracked battery tube threads were noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.